Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of "physician used the basket and the ball came off." Block h10: the returned zero tip basket was analyzed, and a visual inspection found the basket was in the open position and both the sheath and handle were found to be in good condition. A functional test was conducted. The handle was actuated, and the device opened and closed normally during the testing. This indicates that the device functions as intended and there were no apparent malfunctions or defects. No other issues were noted. Based on all available information, the inspections and tests confirmed that the device was in good condition and functioned properly. The evidence from the product record review did not indicate any potential product quality issues or new patient harm. Therefore, this investigation concludes that there is no evidence to support the reported complaint, and the investigation is assigned a most probable conclusion code of "no problem detected."

Event description:
It was reported that a zero tip basket was used in the kidney during a laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, a zero tip basket was used, and the ball came off. A picture attached shows a ball fragment has detached inside the anatomy. The fragment was removed and the procedure was completed with another zero tip basket. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kidney during a laser lithotripsy procedure performed on (B)(6) 2023. During the procedure, a zero tip basket was used and the ball came off. A picture attached shows a ball fragment has detached inside the anatomy. The fragment was removed and the procedure was completed with another zero tip basket. There were no patient complications as a result of this event.

Manufacturer narrative:
H6: device code a0401 captures the reportable event of "physician used the basket and the ball came off."